Manufacturer narrative:
(B) (4). The pump was reported with "a downstream occlusion alarm not working." The technician confirmed the initial reported condition as a "constant downstream occlusion alarm" due to a broken door assembly at the latch area. The door assembly was replaced to fix the reported problem the device was repaired/tested and returned to the customer within specifications.

Event description:
The facility reported a flo-gard pump with downstream occlusion alarm not working. This problem occurred during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.